Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, during loading, the handle of the delivery catheter system (dcs) separated. The dcs was replaced for implant. It was reported that the loader was experienced. It was unknown whether the tabs were intact. The handle was reported to have been over-driven and tension was felt in the system. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the handle appears intact. The device was received with the capsule fully closed. The deployment knob appears to retract and advance the capsule. The trigger moves to fully advance and retracted positions and locks in place when released. The tip-retrieval mechanism appears intact. The device was returned with the end cap/screw gear snap fit connected. The capsule appears bent or bowed. Delamination is observed over the nitinol reinforcing frame along the mid-section to the proximal end of the capsule. The inner member shaft and spindle hub appears intact with no evidence of damage. The actuator components were removed from the dcs with little to no resistance. One tab appears to have a hairline fracture at the point where the tab protrudes from the deployment knob. Another tab appears to have a stress mark at the point where the tab protrudes from the deployment knob. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The subject dcs was returned for analysis. The device was received with the handle components intact. The actuator may have been reconnected before the device was returned for analysis. The actuator components were separated by the analysis technician. The snap fit tabs of the actuator were observed to be damaged. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Delamination was also observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after the valve has been misloaded. Additionally, the capsule of the subject dcs was observed to be bent or bowed. It was reported that the handle was over-driven and tension was felt in the system. The over driven handle and tension in the system during loading is generally related to high loading forces. High loading forces typically indicate a misloaded valve. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.